Event description:
It was reported that during a laproscopic surgical procedure, the device had not been fully seated, and when it was fired, it pushed the stapling load out of the stapler and created a large tear in the stomach near the gastroesophageal junction. The tear was repaired by the surgeon.